Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched lens. Event history log review was performed and found evidence of reported problem. Visual inspection, close latch, check ehl, and downstream occlusion sensor check were performed. The customer problem was duplicated and found in event log. According to the investigation, the pump alarmed reported problem when closing latch during testing and the pump dso sensor output was at 2500 mv confirming an electrical open circuit. The investigation reported that the reported issue was caused by electrical open of dso sensor. Investigator replaced the pump dso sensor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "constant cassette not attached alarm with cassette attached". No adverse effects reported.